Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 398 mg/dl. The customer stated that pump is buzzing. The customer does not know how it happened. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 589 mg/dl. The customer was admitted to the hospital. The customer cause of emergency room visit is unexplained high blood glucose. The customer is still in the emergency room at this time. Customer was wearing the pump at time of emergency room visit. The customer stated she will back call back in order to troubleshoot.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump makes a slight noise when the backlight is activated. However this is a normal occurrence. No unexpected backlight noise noted or backlight anomalies noted. No unexpected low battery alarms were noted. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window and a stained end cap sticker.

Manufacturer narrative:
The pump passed the delivery accuracy test. The motor was tested outside the device and it passed.